Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture: (baker grade ii). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent primary breast augmentation with a mentor smooth round moderate profile 300cc on the left side, and 275cc on the right side saline prosthesis experienced left sided capsular contracture: (baker grade ii), and right sided deflation post procedure. A physical examination was performed by a physician and deflation was diagnosed. As a result, patient scheduled for bilateral replacements with mentor silicone implants on (B)(6) 2020. This report belong to left prosthesis.

Manufacturer narrative:
On september 15 2020 additional information received indicated that replacements devices are as follow: left-cat#:3502504bc, sn#: (B)(6), right- cat#: 3502004bc, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on september 29 2020. Date of explantation updated to (B)(6) 2020. Device evaluation completed on october 2 2020: during visual evaluation, an anomaly on posterior view was observed on the device consistent with a crease/fold. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).